Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of flow rate and volume test failed was not reproduced. The device was tested for flow accuracy and delivered within intended range. A review of the event history log (ehl) revealed infusions at recommended parameters. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an issue of failed rate and volume test . This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.